Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2007: repair of bilateral inguinal hernias, implanting the pt with two bard mesh perfix plugs. On (B)(6) 2008: pt presented to the surgeon with right groin pain. The surgeon performed a right groin exploration with a excision of ilioinguinal nerve and foreign body granuloma. On (B)(6) 2009: pt presented to surgeon with debilitating groin pain. The surgeon performed a right groin exploration and excision of the bard mesh perfix plug, finding chronic inflammation and scarring as well as adhesion of the product (bard mesh perfix plug) to the spermatic cord. On (B)(6) 2009 - pt presented with debilitating right groin pain. Diagnosed with right testalgia. On (B)(6) 2009: pt presented with right groin pain and testalgia. The surgeon performed a right radical orchiectomy. On (B)(6) 2010 and (B)(6) 2010: pt presented with dysuria and testicular pain. On (B)(6) 2010: pt present with testicular pain and hypogonadism. On (B)(6) 2010: pt presented with persistent and debilitating left groin pain. Left groin pain exploration with excision of the bard mesh perfix plug and segmental cautery of ilioinguinal nerve branches. On (B)(6) 2010: pt presented with testicular pain and hypogonadism. On (B)(6) 2010 - (B)(6) 2011 - on multiple occasions the pt had 200 mg testosterone injections. On (B)(6) 2011: pt underwent a left inguinal orchiectomy. Attorney alleged permanent nerve injuries, dysuria, hypogonadism, pain and suffering, adhesions, granuloma, bilateral orchiectomies, additional medical/surgical intervention, explant mesh.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. Currently it is unk whether the device may have caused or contributed to the reported event. No conclusion can be drawn at this time. If additional event and/or eval info is obtained, a f/u MDR will be submitted. See MDR 1213643-2012-00530 for info related to the perfix plug implanted for repair on the pt's right side.